Manufacturer narrative:
Failure analysis determined that the insulin pump alarmed compromised force sensor system during the prime a33 test due to faulty force sensor resistor. The pump was received with a cracked reservoir tube lip and a broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 7.6 mmol/l. The customer stated that the insulin squirted out during manual prime. During troubleshooting, the drive support cap appeared to be normal. The customer was advised that the possible cause of the compromised force sensor system occurred during seating the force sensor, which did not detect the reservoir. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned and analysis was completed. Nothing further reported.